Event description:
Ultrasound is reading that the tip of the wire remains in the lung. The facility has not and is not planning of removing the tip of the guidewire.

Manufacturer narrative:
A chr showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.